Event description:
During a routine hemodialysis treatment, pt complained of feeling hot, vomited and then had a seizure. Treatment was discontinued and blood was not returned. Pt was transported to ed, ed unable to identify cause of the seizure and pt was released without any medical intervention performed. (B)(6).

Manufacturer narrative:
Cartridge was discarded and lot number not reported, further investigation cannot be performed. Pt continues to dialyze with this system without any further similar problems reported. Nxstage medical considers this report closed. No additional information will be provided.